Event description:
It was reported that pump experienced malfunction alarm with code displayed and no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions for resetting pump and attempted to assist caller with reset, but call was dropped before completion and callbacks went to voicemail, and no additional information was received regarding the outcome of the event.